Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced hyperglycemia and sensor was brooked. The customer blood glucose level was 400mg/dl - 500 mg/dl. Customer was on auto mode feature. The device will not returned for analysis.